Event description:
During patient use, the autopulse platform shutdown after displaying a "replace battery" message. The battery status was checked and showed 3/4 full. The user replaced the battery, however, the same issue occurred. The second battery showed the same capacity. No known impact or consequence to patient information was provided. The customer checked the autopulse platform back at the station and the platform was able to perform the compressions for over an hour without any issues.

Manufacturer narrative:
Correction to the b5, describe event or problem.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use of the autopulse platform shut down prompting the battery replacement. The battery status was checked and show 3/4 full. The user replaced the battery, however, the same issue occurred. The second battery showed the came capacity. No known impact or consequence to patient information was provided. The customer checked the autopulse platform back at the station and the platform was able to perform the compressions for over an hour without any issues.